Event description:
Reporter states customer reported nausea/blurred vision with blood glucose result in the low 100's (mg/dl) obtained on the advantage system. At 1.5 hours later, the customer had a result of 475 mg/dl on physician's meter. She was treated with "some kind of pill" that was believed to be for lowering blood sugar, and an IV (contents unknown), and symptoms improved. Customer was using expired test strips (per product labeling, test stirps should be discarded after the "use by" date). Requested return of suspect device and replacement was sent.